Event description:
The patient was diagnosed with degenerative disc disease and underwent a total disc replacement at c5-6 on an unknown date in 2011. The patient was experiencing persistent pain. The prodisc-c was removed on (B)(6) 2013 and the patient was revised to an allograft spacer, plate and screws. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: 2011. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. A search on pub-med did not uncover any reports of a prodisc-c revision resulting from pain specifically. ¿myelopathy or pain¿ is listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. Another possible explanation for post-surgery pain could be technique related. Removing the diseased disc is supposed to remove the source of the patient¿s pain. The fact that the patient may have continued to experience pain after the original prodisc-c implantation indicates the surgeon failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant and fused the disc space indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states ¿performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery.¿ there is not enough information available to determine a cause or hazard for the pain reported or the adjacent segment degeneration observed (that may or may not be symptomatic). No device failures have been identified. The source of the patient¿s pain in this case remains unclear.